Manufacturer narrative:
(B)(6). (B)(4). PMA/510(k) #: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that the ngage nitinol stone extractor wouldn't open. There were no adverse consequences to the patient as a result of this reported issue. The device did not make contact with the patient.

Manufacturer narrative:
Investigation - evaluation: visual inspection and functional testing of the returned devices was conducted during the investigation. A review of complaint history, the device history record, instructions for use, quality control data, and specifications was also performed. Two devices were returned for investigation. Device a: the device was returned with the handle and basket formation in the closed position. The collet knob is tight and secure. The male luer lock adaptor (mlla) is tight. The polyethylene terephthalate tubing (pett) measures 3.5 cm in length. A visual examination noted the support sheath is bowed starting at 2 mm from the mlla. There were no kinks noted in the basket sheath. A functional test noted the handle actuated the basket formation to the fully open position; however, when in closed position, there is a gap in the wires. The wires have the appearance of having been caught on something. Device b: the device was returned with the handle and basket formation in the closed position. The collet knob is tight and secure. The mlla is loose. The pett measures 3 cm in length. A visual examination of the returned device noted the support sheath is bent at the mlla. There were kinks noted in the basket sheath at the following locations; 45.5 cm from the distal tip, and again at 63.3 cm and 83.5 cm. A functional test noted the handle actuated the basket formation to the fully open position, but, will not close completely. It was noted the clear sheathing has peeled off from the basket wires. The device history records were reviewed and found no non-conformances related to the reported failure. A review of complaint history revealed this complaint is the only one associated with complaint device lot number 8536078. The instructions for use (IFU) provides the following information: caution: this device is conductive. Avoid contact with any electrified instrument. Caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. Devices are inspected for damage and functionality prior to packaging. Both devices were found to have baskets that would not open/close normally, and both were also found to have bent sheaths near the handle. Devices are inspected for damage and functionality prior to packaging. The observed damage likely occurred during handling/use of the device. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.